Event description:
It was reported that the light output from the unit flickered. It was further reported that it may be related to a software issue.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, and correct software loaded. Standby mode became active and the led functioned as specified. The power-up sequence was repeated several times. No failures occurred. Functional testing was performed on the product and included the following: stand/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; lightcable shake; front panel. All tests were successful. The product was subjected to burn-in testing. During the testing, the light output flickered intermittently. Measurements were taken on lumen output and chromaticity. Both measurements were within their respective specifications. The logfile was reviewed for error history. No errors were noted. The root cause of the reported failure was traced to a defective main circuit board. Further investigation revealed that the jaw was slightly loose. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.